Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory and was due to premature battery depletion. The device was tested on the bench and an unexplained sharp voltage drop was observed and was indicative of premature battery depletion. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that the patient presented for a routine follow up. Upon examination of the implantable cardioverter defibrillator, it was discovered that the device was unable to be interrogated. A telemetry test was attempted but was not successful. It was suspected that the battery was depleted as this device has a battery advisory status. The device was then explanted and replaced successfully on (B)(6) 2019. The procedure went well without any complications.